Event description:
The device was used during an esophagus procedure. Reportedly, the staples were missing and there was tissue loss. The surgeon manually sutured to complete the procedure. The hospital has reported the patient's condition is satisfactory.